Manufacturer narrative:
Investigation summary: forty seven sealed 32g x 4mm pen needle samples were returned from lot. No. 9036921, cat. No. 320561. A clog test was carried out on all fourty seven samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified.

Event description:
It was reported that an unspecified number of pen ndl 32g 4mm hp 105 box de experienced difficulty operating or not working functioning during use. The following information was provided by the initial reporter: needles are not permeable.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of pen ndl 32g 4mm hp 105 box de experienced difficulty operating or not working functioning during use. The following information was provided by the initial reporter: needles are not permeable.